Event description:
New information received states that the patient presented in clinic for routine follow up on (B)(6) 2019. The suggested programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the implantable cardiac monitor exhibited undersensing. Programming changes were suggested. The patient was stable.